Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no motor error alarm during our testing. The motor was tested outside of the device and passed. Unable to confirm e70 error alarm in alarm history due to history file was over written. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during bolus and basal multiple times. Customer does not use the sensor feature. No further information reported.